Manufacturer narrative:
The reported events of high pacing impedance and conductor fracture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found the right ventricular (rv) lead exhibited high out-of-range pacing impedance. Rv lead conductor fracture was suspected. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.